Manufacturer narrative:
The lot number was provided for review and the lot history review has been performed. One device was returned for evaluation. The investigation is inconclusive for difficult to attach and unable to aspirate. The investigation is confirmed for catheter damage. The definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced fluid leak and a suction issue. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.